Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at the olympus local service department, it was found that foreign material came from the suction channel of the subject device due to the broken suction channel. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based upon the investigation, it was found that the following was the reported phenomenon. - auxiliary water channel of the subject device was clogged with foreign material and the foreign material came from auxiliary water channel of the subject device. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - the chemicals used during the procedure and reprocessing remained in the auxiliary water channel due to the insufficient reprocessing of the subject device by the user. - breakage of the auxiliary water channel may have disturbed normal feeding of water, detergent, and disinfectant, which led to insufficient reprocessing.